Manufacturer narrative:
(B)(4). Device evaluated by mfg: one leveen electrode and cord with original product label was received. Heavy reddish residue was present on the electrode indicating use/ handling. A visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending the array with resistance noted due to the dried residue inside the device. The tines were found to be properly formed and evenly spaced. A second functional evaluation was performed by measuring the continuity and electrode was able to conduct current indicating proper connectivity at 0.7 ohm. The cord continuity was measured to be 0.32 ohm. The continuity of the electrode and cord combination was measured at 0.8 ohm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that insufficient ablation size of the site occurred. The patient was undergoing radiofrequency ablation (rfa) of the liver utilizing an 3.0/17/15 leveen superslim and a rf3000 radiofrequency generator. When the physician checked the site by echo where ablation was performed, it was noticed that only the site where the distal tip of the needle was touched was cauterized, roll off was achieved but center site was not cauterized at all. An operation check was performed prior to use. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed resistance when extending the array.